Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our mexico affiliate during a right transfemoral transcatheter aortic valve replacement with a 23mm sapien 3 ultra valve, due to tortuosity of the descending aorta, valve alignment was performed just after the end of the 14f esheath+ without issues. The 23mm commander delivery system (ds) with valve was then advanced smoothly through the aortic tract and across the native aortic arch. The valve was successfully positioned at the aortic annulus, after minor positional adjustments, rapid pacing was initiated and deployment was started as per standard procedure, however, during deployment resistance was lost on the inflator after 18cc had been delivered and valve expansion had ceased. Blood was then observed in the syringe and further attempts to complete deployment using the inflator were unsuccessful. Given the hemodynamic results were acceptable, no post dilation was performed, and the patient remained stable throughout the procedure with no vascular complications or major bleeding observed. The patient was transferred from the catheter lab to coronary care unit in stable condition. Afterwards, the ds was retrieved without difficulty from the patient, and subsequent testing identified a puncture at the proximal end of the balloon.